Event description:
It was reported that the gastrointestinal videoscope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information from the customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the review of the device evaluation and complaint investigation. Updated fields: d9-date returned to mfg, h3, h4, h6, h11. Sampling date: (B)(6) 2025 sampling from: insertion section, instrument/suction channel. Air/water channel, and auxiliary water channel. Bacterial identification: staphylococcus warneri and micrococcus luteus. The device was evaluated where an additional reportable malfunction was noted where foreign material(debris) remained in the air/water cylinder and auxiliary channel. The foreign material and the root cause of why it remained could not be conclusively identified. The customer declined an onsite visit by the olympus endoscopy support specialist. Based on the results of the investigation, a root cause could not be determined. Olympus will continue to monitor field performance for this device.